Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2023 to the mid abdomen using the cooladvantage, coolcore applicator. The patient was diagnosed with paradoxical hyperplasia (ph) on (B)(6) 2024 to the areas of lower abdomen.

Manufacturer narrative:
Additional information and/or correction. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2023 and (B)(6) 2024 to the mid abdomen using the cooladvantage, coolcore applicator. The patient was diagnosed with paradoxical hyperplasia (ph) on (B)(6) 2024 to the areas of middle abdomen.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2023 and (B)(6) 2024 to the mid abdomen using the cooladvantage, coolcore applicator. The patient was diagnosed with paradoxical hyperplasia (ph) on (B)(6) 2024 to the areas of middle abdomen.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #01. Aware date should have been listed as 5aug2024.